Manufacturer narrative:
Unit passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Power error due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the customer they changed battery twice day. The blood glucose level was 362 mg/dl at the time of incident. The product will be returned for analysis.